Manufacturer narrative:
Corrections and or additional information has been added to the following sections: d1, d5, d9, g6, h2, h6, d4 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 04-dec-2022 to 03- dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that cubic failed due to a faulty component. The field service engineer secured rear ribbon cable and resecured entire drawer to resolve the issue. The system was functional as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer reported that drawer 08 and cubie 08 24 failed to open and user were unable to remove cefazolin 1g vial. The customer added that this malfunction caused a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that cubic failed due to component. Field service engineer secured rear ribbon cable and resecured entire drawer to resolve the issue. The system functioned as intended after the field service engineer serviced the device.

Event description:
It was reported by the customer that a pyxis medbank system cubic failed to open. The customer reported that drawer 08 and cubie 08 24 failed to open and user were unable to remove cefazolin 1g vial. There were no adverse events or injuries reported based on this incident.